Manufacturer narrative:
H3, h6: the device used in treatment was not returned for evaluation, all provided information has been reviewed, and we have not been able to establish a relationship between the device and the reported event or determine a root cause, probable root causes may include loose connection or damaged component. A review of the manufacturing records found that there was no evidence that the product didn¿t meet specifications at the time of manufacture. A complaint history review found further instances of the reported event. This investigation is now complete with no further action deemed necessary. Smith + nephew will continue to monitor for any adverse trends relating to this product range.

Event description:
It was reported that during treatment a renasys touch device & power sup, the power button did not respond. The treatment was completed without delay using a s+n back-up device. No patient injuries or other complications were reported.